Manufacturer narrative:
(B) (4). (B) (4). The involved set was rec'd attached to an intralipid bag. The report of the pump segment collapsing was not confirmed. During visual inspection of the silicone segment, no collapse or evidence of having collapsed was observed. However, it was noted that the spike was not fully engaged to the bag port. The measurement between the spike and bag port not being fully engaged upon receipt was 2.67 mm. A tear was also noted on the silicone segment near the upper fitment. Visual examination noted a crush mark to the upper blue fitment lower ring. No functional testing could be performed on the set due to damage to the silicone segment. The root cause of set collapsing and tear on the silicone segment was not identified. The lot number was not identified; however, review of the mfg database for a year period (one year prior to the notification date), for the involved model number was performed. There were no related mfg issues found for the failure mode reported of collapsed tubing or damage to the silicone segment.

Event description:
Customer reported during an intralipids 20% infusion, the pump was found alarming and the IV tubing pumping segment was noted to be collapsed. Rate or other details for the event are not known. No pt harm reported.